Event description:
It was reported that the catheter was placed using a seldinger conversion set. No difficulties were encountered during spring wire placement or removal. The next day, during a routine x-ray, a retained wire was noted in the right pulmonary artery. The wire was removed in the cath lab. There were no further complications.